Event description:
It was reported that the customer received no delivery alarms on the insulin pump during manual prime and bolus processes. The customer manually pushed insulin out of the reservoir with a plunger and insulin did exit. It was advised to revert to a back-up plan. The customer's blood glucose was 172 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.